Event description:
Per the clinic, the device was explanted on (B)(6)2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, open circuits were noted in patient after sustaining a head trauma to the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.